Event description:
A diamondback 360 peripheral orbital atherectomy device (oad) was positioned on the wire and tested before entering the body. The crown of the oad was caught on a blue sterile towel. A replacement oad was used to complete the procedure. A shepherd peripheral guide wire tip broke off during the same procedure.

Manufacturer narrative:
Complaint investigation is attached to this report.

Event description:
A diamondback 360 peripheral orbital atherectomy device (oad) was positioned on the wire and tested before entering the body. The crown of the oad was caught on a blue sterile towel. A replacement oad was used to complete the procedure. A shepherd peripheral guide wire tip broke off during the same procedure.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.